Event description:
Alleged event: healthcare professional reported "capsular contracture, baker grade unknown" of a non-abbvie device. This record is for the left side. Device was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).